Event description:
The customer contact reported a proximal occlusion alarm. This is not a reportable malfunction. However, during verification testing at the service center, it was noted that the device distal pressure sensor pin was broken.

Manufacturer narrative:
During testing, it was noted that the device did not alarm when a distal occlusion was present and the distal pressure sensor pin was broken. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.